Event description:
Complainant alleged that during a training session by a zoll medical sales rep the device displayed "defib fault 80". Complainant indicated that there was no pt involement in the reported malfunction.